Event description:
Alleged event: healthcare professional reported a right side "grade 3 capsular contracture" and "implant rupture seen on per-op imaging (intracapsular)." Healthcare professional reported later reported "the capsule was found to be extremely thickened and calcified" against a non-abbvie device. Device was explanted and replaced.